Manufacturer narrative:
Additional information: b5, d10 (add asku for date), h4, h6, h11. B5: the device also contained fluorouracil. H4: the lot was manufactured between may 17-20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. After the expected therapy time of 46 hours was completed, it was observed that a significant amount of medication remained in the device that had not been delivered to the patient. The device contained dextrose 5% in water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of december, 2024. Should additional relevant information become available, a supplemental report will be submitted.